Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was stuck in initializing mode, and a possible power outage was suspected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was unresponsive in initializing maintenance mode. The field service engineer (fse) noticed that the refrigerator was in a reboot loop. The fse shut down both the station and the refrigerator, then restarted the refrigerator followed by the station. Both devices booted up normally. The customer was able to log in and access the drawers without any issues. The system functioned as intended after the field service engineer troubleshot the device.